Event description:
It was reported that the customer received battery failed and button error alarms on the insulin pump and then the pump froze. Her blood glucose level was 475 mg/dl, which she was treating with manual injection hourly. The customer also stated that there was condensation in the screen of the insulin pump. She was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
No unexpected button error alarms noted. No unexpected ramping numbers noted. Insulin pump up arrow button unresponsive due to corroded keypad traces noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. Insulin pump had moisture damage noted on the lcd board, mother board and interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.